Event description:
In 1999 a pt underwent intraocular lens (iol) implantation of a posterior chamber lens. It was noted on postop day 1 that the iol was subluxed and a small nuclear fragment was present in the vitreous. The pt was referred to a retina specialist. In 1999 the retina specialist performed a vitrectomy and replaced the posterior chamber iol with an anterior chamber iol. The retina specialist noted that one of the haptics was detached. The procedure was uneventful. Following placement of the anterior chamber lens, the pt developed cystoid macular edema with corneal edema. Treatment consisted of topical medications. The last known pt followup was 6/2000. At that time, the pt still exhibited corneal edema and a migrating anterior chamber lens. The pt's present condition is not known.